Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 50-60 mg/dl. Customer consumed carbohydrates to address bg levels. Suspected cause was due to pump software target bg being too low. Recommendation was made to consult with healthcare provider regarding diabetes management.